Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). During processing of this complaint, attempts were made to obtain complete event. Investigation of the returned catheter indicated that the tip of the catheter had been entirely broken off due to rotational force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information, it is inferred that rotational manipulation was continuously performed to the catheter of which tip was trapped in the targeted moderately calcified cto lesion, and the rotational force was accumulated to the tip of the catheter, resulting the breakage of tip when the accumulated force exceeded the product design limit. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) The user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.

Event description:
Reportedly, in the procedure to moderately calcified lesion at lad #12 (obtuse marginal branch), after advancing a guidewire through the target lesion, attempt to advance a microcatheter and a balloon catheter were made, but in vain, subject microcatheter was advanced instead, however it was found that the tip of the catheter was trapped in the lesion. During additional manipulation, the tip of the catheter was found broken off. Attempts to snare the broken tip for removal were made but unsuccessful, a stent was deployed at the physician's discretion in a manner to jail the om branch and the broken tip of the catheter was fixed against the vessel wall.